Event description:
The customer stated that he has experienced low blood glucose levels, and was hospitalized in (B)(6) due to low blood glucose. The customer stated that he fell and hit the end of the coffee table. The customer stated that he had taken off all of his clothes except for his underwear, and the next thing he knew, he was being worked on by the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.